Manufacturer narrative:
Corrected information can be found in d4. **UDI related data quality updates only.

Manufacturer narrative:
The following was provided by the customer for complaint investigation: -one used partial list #46104-65, tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set; lot #13551364. The reported complaint of leakage was confirmed on the returned device. An image was provided by the customer showing the involved device. During visual inspection of the sample, a crack was observed on the millex filter luer which is bonded to the male luer. When the returned set was primed and pressure leak tested, a leak was observed from the crack on the millex filter. The probable cause of the crack on the millex filter luer is unknown. The lot production history was reviewed, and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
The event involved a tp4 kit w/10cc safeset reservoir, needleless valve, filter millex and admin set and it occurred during patient use. It was reported when the a-line (arterial line) set was connected to the patient and the pressure bag was inflated, the tubing began to leak at the filter site. There were no obvious cracks, holes, cuts, tears or any other defects noted. There was no harm to the patient as a result of the complaint/event.